Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type 1a endoleak, sac growth, and secondary endovascular procedure was confirmed. The event is most likely user related as contributing factors are likely the cautionary use type: inability/unable to tolerate contrasted surveillance and unintentional user error of landing the aortic main body lower then intended. Additionally, implanting the limbs in the proximal aortic main body during the secondary endovascular procedure is off-label-insertion technique/process. The procedure related harms for this event could not be determined. The final patient status was reported being stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- name has been updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, a type ia endoleak with aneurysm sac enlargement (65x64mm to 78x73mm) were identified. The physician elected to treat the patient by relining with two (2) extender ovation ix devices on (B)(6) 2019. As of date, there have been no additional patient sequelae reported.